Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the device experienced a light bulb failure. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative correction: section e initial reporter facility name. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a light bulb issue. A field service engineer was replacing a light bulb when the customer reported a burning plastic smell. Upon inspection, the ballast was found to be emitting a burning plastic odour. The ac panel was completely disconnected to verify the issue. After replacing the ac panel, further inspection revealed that the root cause was the light bulb connectors rather than the panel. A replacement part was required. The customer requested that the work order be closed until the light bulb connectors can be replaced. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the device experienced a light bulb failure. There were no delay or adverse events or injuries reported based on this event.